Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with bradycardia and it was noted there was non capture on the right ventricular (rv) lead. It was also noted there was a previous alert on the rv lead for high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.